Event description:
It was reported that the pump's battery was depleting too fast, leading to a pump shutdown. The customer's blood glucose level was reported at 15 mmol/l, which is within a normal range. Technical support advised the customer to uninstall and reinstall the mobile app and monitor the battery depletion, instructing follow-up if depletion continues.